Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform no delivery test due to unresponsive buttons. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed no delivery and was also having keypad issues. Unable to troubleshoot for no delivery because of keypad issues. Customer's blood glucose was unknown. Customer was unable to clear the alarm and has taken out the battery. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.